Manufacturer narrative:
Product event summary: (B)(4). Product ID# mc1vr01-delsys the delivery system was returned and analysis was performed and no anomalies were found. The device deployment function operated within specification during analysis. Analyst was able to deploy and retract device without difficulty. The tether moved freely within the delivery system and the locking mechanism operated as expected.

Event description:
It was reported that the physician had difficulty deflecting the delivery system of the leadless generator. The tip appeared to be impeded by an obstruction air was noted in the patient's right ventricle. The physician pulled back air while trying to aspirate the introducer. The physician found 50-100 cubic centimeters of air in the right side of the heart. The physician abandoned the case and the air dissipated on its own. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.